Event description:
It was reported that patient underwent a total knee arthroplasty utilizing signature knee guides on (B)(6) 2010. During the procedure, the femoral and tibial guides did not fit properly to the patient's anatomy. Anterior cartilage was trimmed on the femur in order to fit the femoral guide. The tibia cut guide placed the cut in varus and the guide had to be adjusted before the tibial cut could be made. There was a delay greater than thirty minutes to the procedure as a result.

Manufacturer narrative:
Evaluation results forwarded by the supplier indicated that product met manufacturing specifications and further results were inconclusive. Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guides. This report filed (B)(6) 2010.

Manufacturer narrative:
Product and complaint has been forwarded to contract/manufacturer supplier. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4).

Event description:
It was reported that patient underwent a total knee arthroplasty utilizing signature knee guides on (B)(6) 2010. During the procedure, the femoral and tibial guides did not fit properly to the patient's anatomy. Anterior cartilage was trimmed on the femur in order to fit the femoral guide. The tibia cut guide placed the cut in varus and the guide had to be adjusted before the tibial cut could be made. There was a delay greater than thirty minutes to the procedure as a result.